Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed a red, itchy rash under the lifevest. The patient was given a prescription from her physician. Follow-up attempts were unsuccessful and the outcome of the irritation is not known.